Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and (B)(6) 2012 and that mesh was implanted into the patient. It is unclear on which date the mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to sui and cystocele. It was reported that following insertion the patient experienced infections, urinary incontinence, vaginal odor, vaginal discharge and autoimmune disorder. It was reported that patient underwent mesh removal on (B)(6) 2012 concurrently with vaginal hysterectomy and advantage fit sling implanted due to pain and infections. (B)(4).